Manufacturer narrative:
Summary: investigation summary: customer returned a photo of a syringe. Customer stats that the needles present a black color. The attached photo was examined and it is unclear if there is any foreign material on the cannula. A review of the device history record was completed for batch # 6179821 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted [200652008] that did not pertain to the complaint. Conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that foreign matter was found in the fluid path of a bd ultra-fine?¿ ii insulin syringe prior to use. There was no report of exposure, serious injury or medical intervention.